Event description:
Consumer purchased a box of breathe right vapor strips for nasal congestion. Customer applied it to the bridge of the nose per instructions & diagram in box. Product was worn throughout the night. When the consumer went to take the strip off. She experienced some pain & difficulty tearing it off. Once strip came off, consumer noticed aggravation on her right side of her nose. After further observation, it was noticed that her skin was torn off on the entire right side of her nose. Right side had lacerations & skin missing. Possibility there will be scarring in the area.